Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, h2, h3, h4, h6, h10. Event description: it was reported that l4/5 intraoperatively, two screws of lumbar 4 were locked in place, the left side of lumbar 5 was locked in place, and the right side of lumbar 5 did not enter the threads when the screws were put in place, and the situation was still not in place when the screws were tried to be screwed in reverse and then adjusted to enter the screws. Delay 20 minutes. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - visual examination: two dynesys set screws and two pedicle screws have been returned for investigation. It can be seen that one set screw shows some damages in the thread. The thread is completely deformed. The other set screw shows no damages or any abnormality. The pedicle screws show no damages or any abnormality. See pictures attached. - functional test: the functionality of the returned set screws were tested in combination with the pedicle screws. It was not possible to insert the damaged set screw into the pedicle screw. The other set screw can be screwed into both pedicle screws. Review of product documentation: - device purpose: these devices are intended for treatment. - DHR review: review of the device history records for the known product identification identified no deviations or anomalies during manufacturing. The device history records for the unknown product could not be reviewed. Conclusion: it was reported that during the surgery the dynesys set screws could not be inserted as the threads are damaged. Based on the investigation the reported event can be confirmed for one set screw. The visual investigation and the functional test confirmed that the thread of one set screw is damaged and that the functionality of the thread is not given. The quality records for the known products show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Possible factors which might have caused or contributed to the reported event might be a misalignment of the set screw and pedicle screw or the application of excessive forces. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that the thread of screws was broken.